Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Initial implant date - unknown date, (B)(6) 2015. Reported event was confirmed by review of x-rays. X-ray reviewer stated "the humerus is dislocated anteriorly at the artificial joint. No disruption of metal arthroplasty components is demonstrated." Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient had a revision due to dislocation. The surgeon noted there was a huge impingement due to a migration of the greater tuberosity. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Therapy date = (B)(6) 2017. Concomitant product(s): retentive poly liner plus (+) 3 mm offset 36 mm diameter 65 degree neck angle catalog # 00434906503 lot # 62854328. Glenosphere 36 mm diameter catalog # 00434903611, lot # 62967259. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR repots were filled for this event: 0001822565 - 2017 - 05864, 0001822565 - 2017 - 05863.

Event description:
It was reported that patient was revised due to dislocation of posterior impingement with greater tuberosity.